Event description:
Customer reported that the insulin pump returned several failed battery tests over a few months. Customer stated that he replaced the battery the night before the call, and received a failed battery test the day of the call. During troubleshooting, customer did not receive a failed battery test. Customer was shipped a replacement battery cap. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).